Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced inflamed infusion site required surgical intervention, and the patient was treated with antibiotics. The patient collapsed, became unconscious, and required hospitalization. Patient faced occasional indurations, redness, and bruising at various other infusion sites. No further information available.